Event description:
The patient reported a loud popping sound with use of the device. On analysis, the device failed due to body fluid ingress. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.